Event description:
PICC was placed bedside by IV team in 2009. A portable chest x-ray was obtained. Five days later, the patient had a venous ultrasound of her arm due to left arm pain. This showed a linear filling defect in axillary vein suspicious for retained catheter. The patient also had a chest x-ray that showed a 7 cm in length linear density overlying the region of the left subclavian and axillary vein. There is an additional curvilinear density overlying the proximal left upper arm measuring 7.5 cm in length. Ir successfully retrieved the wire fragments left behind from the PICC placement.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.